Event description:
Incidence of dlk stage iii after lasik with 60 khz femtosecond laser flap creation.

Manufacturer narrative:
Journal of cataract and refractive surgery 2010; 36:1912-1918. (Table 4, stage and time to resolution in dlk cases). (B)(4) (diffuse lamellar keratitis - dlk). Equipment has not been identified. Investigation is being conducted to identify the equipment.